Event description:
It was reported that customer experienced continuous glucose monitor error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error message did not return, and then successfully started new sensor session.